Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report she had run out of one touch ultra test strips. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 the patient noted she had no more reported test strips; she was unable to test her blood glucose levels. One week later, the patient experienced the symptom of sweating. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin. Troubleshooting revealed there was no missing product or malfunction. The test strips were replaced. The patient ran out of test strips. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to not having any test strips, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k043197.